Manufacturer narrative:
(B)(4) date sent: 12/3/2015. Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # (B)(4) the following information was requested, but unavailable: can you please clarify if the trocar seal was torn? Or if the trocar seal was broken? Was the seal broken off? If yes, will it be returned with the device? Or was the seal disposed of?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the seal of the sleeve was broken when the packaging was opened. They removed the trocar sleeve right after noticing that the seal was broken and opened a new one to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results confirmed that one cb11lt device was received for analysis. During visual examination, the universal reducer cap was noted to be misassembled resulting in the seal cap and the seal base being separated and the inner seal assembly out of position. The energy directors have evidence of not being properly welded during the manufacturing process. No incident related to the reported event was observed during the batch record review.